Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2022-oct-10 rtg0359464 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that starting about 2 weeks ago, they suddenly noticed pain on the left side of their buttock, where you put your hand in your pocket and it is getting worse, pt said it is a rhythmic shock like a cattle prod you can tap your foot to it. Pt said if they touch it lightly it intensifies. Pt said, in the past 3 days they can't stand or sit down or touch it. Pt said their ins is on their right side and the leads are on the left. Pt said they called their urologist who told them turn it off and to call medtronic . Reviewed the option to turn stim off and evaluate if it goes away. Asked pt to get their programmer to try to turn it off. After ensuring the batteries were replaced pt attempted several times to synch with the antenna attached and pt reported poor communication. Pt attempted to synch without the antenna attached and was successful to confirm stim was on they saw the lightening bolt. Reviewed the option to continue trying to use the programmer to turn stim off or meet in person at the doctor's office with someone who can turn stim off. Reviewed the option for the doctor topage a rep if needed. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.